Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had migrated and a portion had folded on itself. When the patient tried to inflate the device only three pumps could be done and after that no more fluid reach the cylinders. The doctor thinks that patient's change of weight could caused the migration and folding of the reservoir. A revision surgery was performed to remove and replaced the reservoir. No patient complications were reported.